Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a condition of pseudotumor cerebri and had their device replaced on (B)(6) 2016. The patient had to return to the hospital a few weeks later because they were violently ill. The device was found to be set at 1.0 instead of the intended 2.5. The device was reset to 2.5, and the patient was at home recovering.